Event description:
The edwards 23mm catheter commander delivery system leaked from the location of the locking mechanism when being flushed during setup (1 of 2 devices) . The edwards esheath introducer sheath was unraveled/peeled back along the length of its seam when opened for setup (2 of 2 devices) .